Event description:
It was reported the pt suffered a stroke post-procedure. The details of the stroke and date of its occurrence are unk. In addition, the pt was reported to have expired. The details including the date of the pt's death is unk. No further details were disclosed.

Manufacturer narrative:
Outcomes attributed to the adverse event - death: date unk. Date of events: unk. Device manufacture date: unk as lot number was not disclosed. (Other): no alleged product malfunction or non-conformance that contributed to the reported event.